Event description:
It was reported increased right ventricular threshold was observed due to inappropriate not consistent diagnostics. Reprogramming changes were recommended. No further information is available. The device remains implanted.